Manufacturer narrative:
(B)(4). Date of initial report : 06/21/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a partial laparoscopic pancreatectomy, the surgeon believed the sealing did not seem to be complete. It is unknown if an end tone, indicating a complete seal cycle, was provided by the generator in use. There was no patient injury or bleeding. Another device of the same type was opened and used for the case.

Manufacturer narrative:
(B)(4). Date of initial report : 06/21/2016. Date of follow-up report : 08/18/2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.